Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that, during implant attempt, the lead was repositioned several times in order to detect an r wave amplitude greater than 5 mv. After more than 10 positioning attempts, the lead was explanted and the helix mechanism was retried on a table-top. The mechanical functioning of the helix extended suddenly and did not move gradually. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that, during implant attempt, the lead was repositioned several times in order to detect an r wave amplitude greater than 5 mv. After more than 10 positioning attempts, the lead was explanted and the helix mechanism was retried on a table-top. The mechanical functioning of the helix extended suddenly and did not move gradually. The lead was replaced. No patient complications have been reported as a result of this event.